Manufacturer narrative:
Concomitant medical products: product ID: 4351-35, serial# (B)(4), product type: lead. Product ID: 4351-35, serial# (B)(4), product type: lead. (B)(4).

Event description:
The patient reported via a manufacturer representative (rep) that she had trouble with her implant. It worked after implant and then a month passed. After sleeping on her left side, instead of her right side, by morning the implantable neurostimulator (ins) had moved and behind her breast. The patient had surgery on (B)(6) 2015 to stitch the ins in place. It felt like it was pulling the wires and was not connected. There were no results and she felt sick. As of (B)(6) 2015 a second surgery was being scheduled because the ins moved a second time. In addition, the settings had changed twice on their own and since this happened, the patient had drastically gone downhill. She believed the device was faulty, even though the first three months were amazing.